Manufacturer narrative:
H6- health effect- clinical code 4581: angle closure. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1 -12.0/3.5/016 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved. Cause of event was unknown. For additional information the reporter stated "very high vault with angle closure. Since 12.1mm is the lowest size, no exchange option for this".

Manufacturer narrative:
Additional information: d9: return date-12-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).